Event description:
Female pt reported experiencing a very bad burning sensation and redness in both eyes after using a brand new 4oz bottle of complete multipurpose solution easy rub formula as part of her lens care regimen. Os felt worse than od. She saw a doctor and the doctor flushed her eyes out with saline. He then administered and prescribed zylet eye drops. He told her there is a trace of chemical in her left eye. Pt also reports the solution smells bad like acetone. Pt indicates that she does not sleep, swim or shower with her contact lenses on. She changes her contact lenses every two weeks and changes her lens case about every three months. We are attempting to obtain further info regarding the pt, her event, treatment, retrieval of the complaint unit and attending physician info to obtain professional eval.

Manufacturer narrative:
A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry eval results of retained unit from the reported lot were within specifications. Root cause has not been established.